Event description:
Approximately two years ago (2019), the user reported a staticy sound that resulted in the need to push against her dl coil to hear again. At that time, two electrodes that showed high impedances were disabled. This resolved the issue and the user continued to use and perform well using a 10-channel program. Approximately on april 2023, the user reported a similar circumstance. This time three more electrodes were out of compliance. The audiologist turned off those 3 channels and the user was able to hear without static or the need to push into the dl coil. No decision has been made about any possible further steps.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Revision surgery is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Approximately two years ago (2019), the user reported a staticy sound that resulted in the need to push against her dl coil to hear again. At that time, two electrodes that showed high impedances were disabled. This resolved the issue and the user continued to use and perform well using a 10-channel program. Approximately one month ago ((B)(6)2023), the user reported a similar circumstance. This time three more electrodes were out of compliance. These 3 channels were turned off and now the user is able to hear without static or the need to push into the dl coil. It has been requested an integrity test to determine how the implant is functioning as she is currently using a 7-channel program.